Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-03479. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-03479. Further follow-up indicates effective therapy was restored postoperatively. Issue resolved.